Event description:
A malfunction alarm was reported during pumping with the pump declaring alarm 20. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy. Original cartridge lot information was unavailable.